Manufacturer narrative:
Country of event: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were two high impedance values. No symptoms were reported as a result of the event. Additional information was received. Electrodes 1 and 3 had impedances greater than 4000 ohms. No troubleshooting and no actions were performed. The cause of high impedance was not determined.